Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported via the sales rep that the sizing guide has seized. It is further reported that there was no adverse consequences.